Event description:
It was reported that the pump's alarm volume was too low. Customer¿s blood glucose level was 365 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.